Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it was observed that the receiver's plastic window was damaged but there were no failures related to the customer's complaint. The receiver was charged and would boot. The receiver log was reviewed, finding no errors. A global receiver functional test was performed and it passed, finding no failure. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.